Event description:
Pt in wheelchair with seat belt restraint was found face down on the floor with the restraint around her lower legs. Restraint was still in place on the wheelchair, but had been significantly loosened as to allow the pt to either fall forwards or to attempt to stand up allowing the pt to fall face first to the ground. Pt rec'd head laceration requiring stitches.